Event description:
The customer observed repeat reactive alinity s anti-hcv results on several donor specimens during month of may and june2022 on multiple alinity s processing module. Those donors have previous history as nonreactive for anti-hcv. The some of those donor specimens confirmed as nonreactive for anti-hcv from virus reference laboratory. The result provided were: on (B)(6) 2022 donor 1=initial 1.47 s/co (> or = 1.00 s/co=reactive)/repeated x2=reactive (no actual results provided). On (B)(6) 2022donor 2 initial=1.03 s/co /repeated x2=reactive /confirmatory=nonreactive. Donor 3 initial=1.18 s/co /repeated x2=reactive /confirmatory=nonreactive. Donor 4 initial=1.32 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022donor 5 initial=1.18 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022donor 7 initial=1.16 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022donor 8 initial=1.68 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022donor 9 initial=1.02 s/co /repeated= reactive /repeated=nonreactive /confirmatory=nonreactive. On (B)(6) 2022 donor 11 initial=1.02 s/co /repeated=reactive /repeated=nonreactive/confirmatory=nonreactive. On (B)(6) 2022donor 13 initial=1.22 s/co /repeated x2=reactive /confirmatory=nonreactive. Donor 14 initial=1.24 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022 donor 15 initial=1.10 s/co /repeated x2=reactive /confirmatory=nonreactive. Donor 16 initial=1.06 s/co /repeated x2=reactive /confirmatory=nonreactive. Donor 17 initial=1.09 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022 donor 18 initial=1.18 s/co /repeated x2=reactive /confirmatory=nonreactive. On (B)(6) 2022 donor 19 initial=1.83 s/co /repeated x2=reactive. On (B)(6) 2022 donor 20 initial=1.77 s/co /repeated x2=reactive. On (B)(6) 2022 donor 21 initial=1.02 s/co /repeated x2=reactive. On (B)(6) 2022 donor 22 initial=1.08 s/co /repeated x2=reactive. On (B)(6) 2022 donor 23 initial=1.36 s/co /repeated x2=reactive. Donor 24 initial=1.20 s/co /repeated x2=reactive there was no reported impact to patient/donor management.

Manufacturer narrative:
Updated postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s anti-hcv reagent, ln 6p04-55, lot number 33524be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s anti-hcv reagent, lot number 33524be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at ibts and at selected peer group (whole blood (wb) ous customers) is within product requirements :(irr: 0. 141 to 0.047%; rrr: 0. 141to 0.047%; specificity: 99.830 to 99.946 %). A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent, lot number, 33524be00.